Manufacturer narrative:
A steris service technician arrived on-site, inspected the unit, and found it to be operating according to specification. A check valve was replaced however it was unrelated to the reported event. The technician performed three diagnostic test cycles and no issues were noted. The technician spoke with user facility personnel with suggestions to improve ventilation within the room and they stated they would speak with their hvac personnel. Section 3.4.2 of (B)(4) regarding the ventilation of processing areas and equipment states, "general room ventilation: chemical sterilants should be used in an area that is properly ventilated. Rooms in which chemical disinfection and sterilization are performed should be large enough to ensure adequate dilution of vapor and should have a minimum air exchange rate of 10 air exchanges per hour (local regulations may require a higher minimum exchange rate). Ideally, local exhaust ventilation should be located at the level of the point of discharge of the vapors and pull vapors away from the work area and not toward personnel in the room." The system 1express processor was operating properly, therefore the service technician recommended the ventilation in the small room where the processor is located be evaluated. Poor ventilation can contribute to the reported employee irritation.

Event description:
The user facility reported that a small amount of liquid was observed in the sterilant cup and an employee became ill after inhaling fumes from the liquid.